Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se device after a percutaneous coronary intervention. Reportedly, upon exchanging the 7f procedural sheath for the starclose se sheath, a piece of fatty tissue, the size of half a marble, was pulled out. When the starclose se sheath was inserted, the fatty tissue was pushed back into the anatomy. After clip deployment and the device was removed, pulsatile blood was noted. Hemostasis was achieved using manual arterial pressure for 15-20 minutes. It was thought that the fatty tissue may have interfered with the clip deployment. There was no reported adverse patient sequela. The technician was reported as being proficient in the use of the device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that it was fully clip-deployed with all external and internal components in appropriate post clip-deployment positions. There were clip tine marks on the carrier tube indicating that the clip was originally loaded onto the carrier tube and fired during use. During manufacturing, every clip is verified for proper loading onto the carrier tube. The thumb advancer and delivery tubeset were retracted via the access ports possibly due to post-procedure manipulation and not attributed to a difficult device removal as there were no damages detected that could cause difficulty removing the device. Possible contributing factors for the reported product experience include, but are not limited to, manufacturing, anatomical conditions and/or deployment technique. There was no information reported or definitive evidence in the evaluation of the returned device that suggested incorrect technique. Consistent with the reported information, a piece of fatty tissue may have interfered with the clip placement; however, this could not be confirmed. Based on the investigation findings, the reported product experience could not be confirmed and a cause related to the device could not be determined. No manufacturing or quality deficiencies were detected. A query of the complaint database for this lot revealed no other incidents with reported failure to achieve hemostasis after the clip deployment. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot based on actual investigation findings revealed no other incidents that exhibited the reported issue of no known device problem as this incident. There does not appear to be any indication of a lot specific product quality deficiency.